Event description:
Patient was brought to cath lab for planned arthrectomy of saphenous vein graft to the right coronary artery. This patient had two previous ptca's to this vessel about one month ago. 10 french diag sheath was placed, in right femoral artery, a 10 french avi guide catheter was placed, and a 7 fr athrectomy catheter (dvi) was attempted but unable topass the proximal curve of the graft. Aguide wire (acs) was across the blockage, the express 3.5 mm/20mm balloon was brought down to the area after normal manufactured suggested prep. After successful inflation the catheter 7 fr (dvi) was attempted without success. The same express was readvanced on the wire and bunched up, the acs wire bent when the express bunched up. The doctor had the express inflated outside of the body to 4 atm, all appeared well. It was readvanced to the lesion when attempting to inflate it would not inflate. It was aspirated and removed. Blood was aspirated back tinto the syringe. The patient had st elevation, old cp & visual problems resolved on their own. 4.0 sterak acs was used to dialate. The pt. Left the lab with no cp. 12 lead EKG was without st elevation & vision was normaldevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, balloon. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device use continued with restrictions/limitations, other. Invalid data - on device destroyed/disposed of status.